Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in office follow-up due to a syncopal episode, high out of range pace impedance measurements were exhibited. The lead was confirmed fractured via x-ray imaging. A replacement procedure was later completed and the lead surgically abandoned. Another boston scientific lead of different model type was implanted without complication.